Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. It was noted that the lead significantly migrated down. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted device components were not returned.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7109551.